Manufacturer narrative:
This 3500a form, report number is an identical copy of failed 3500a form submission, report number 3009144-2023-00003 originally submitted on 12oct2023. The original 3500a form failed at ack3 due to the following error: manufacturing number not valid . This error has been corrected. A CAPA was opened to prevent reoccurrence of the failed submission.

Event description:
On 9/8/2023 we were notified that this patient was being scheduled for an urgent full device extraction on (B)(6) 2023 due to a pocket infection. The patient reported sometime in (B)(6) feeling some rubbing on the device from seatbelt use that eventually lead to the development of a red area around the superior-lateral corner of the device. He did not report the issue to his medical providers for multiple weeks. By that time it was clear that a pocket infection had developed. A 3m wound vac was placed at the end of the procedure. A 3m wound vac was placed at the end of the procedure.